Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. It was reported that the customer experienced a "high" blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided). The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.